Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an image issue - red screen appearing. There was no harm reported.

Event description:
It was reported that during a routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) had an image issue - red screen appearing. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: phone number: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) with image issue - red screen appearing. A getinge field service engineer evaluated and replaced assy, display top lcd rohs,hinge display. Performed unit checkout. Unit passed all functional and safety testes. Returned unit back to customer. The failure analysis and testing dept. Received assy, display top lcd rohs with a reported unit failure of red screen appearing. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed assy, display top lcd rohs into the monitor of the cardiosave test fixture and tested the display to factory specifications and the cardiosave service manual . After allowing the cardiosave to pump for two hours, the fat could not verify the failure of the display turning red. The display passed testing. Retaining the display in the failure analysis and testing department . The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.